Manufacturer narrative:
The devices have not been returned to the manufacturer. No test strip lot information was provided. Meter DHR showed it left the factory operational. Based on the limited information provided, the root cause of the incident could not be determined. The owner's guide and previous field returns have been reviewed. The event will continue to be trended.

Event description:
The patient notes he had been getting high readings and inconsistency between readings with the bgstar meter. On (B)(6) 2014 at 4:30 am, he received a blood-glucose result of over 20 mmol/l and dosed 105 u of novomix. The patient states he normally takes 90 u twice daily. At 9:00 am the same day, a pharmacist compared the bgstar to another meter and found a 5 mmol/l difference. At 9:30 am, the patient felt light-headed, sweaty and experienced stomach cramps. The bgstar displayed "low." The patient ate foods until his levels normalized.